Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 11-feb-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2007 with no difficulty. The patient was experiencing the event (elective pain at left horn level) for one year. There was no other abnormality. The physician reported that he was probably to perform coelioscopy with adnexectomy. No further information was provided. The product technical complaint investigation and final assessment were received on 27-feb-2015. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Case correction after a company internal review (based on information received on 11-feb-2015): upon (B)(4) audit in december 2015, the company decided to actively review and report to the national competent authorities all essure chronic pain cases which were previously considered as not reportable. As a result, this case was upgraded to incident. Follow-up received on 06-apr-2016: health authority reference number ((B)(4)) was received. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had elective pain at left horn level after essure (fallopian tube occlusion insert) insertion. The physician stated he will probably perform coelioscopy with adnexectomy. The reported event is listed according to essure's reference safety information. During and after essure insertion pelvic and uterine pain may occur. In this case, the patient was having pain for one year. According to the physician, there was no other abnormality. However, he stated a surgical intervention will be probably required. Although limited information was provided, considering event's nature; causality with the suspect insert cannot be excluded. This case was initially regarded as non-incident. However, upon (B)(4) audit, a company internal review was performed and this case was upgraded to incident. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.

Manufacturer narrative:
Follow-up received on 29-apr-2016 - quality-safety assessment of ptc was updated: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had elective pain at left horn level after essure (fallopian tube occlusion insert) insertion. The physician stated he will probably perform coelioscopy with adnexectomy. The reported event is listed according to essure's reference safety information. During and after essure insertion pelvic and uterine pain may occur. In this case, the patient was having pain for one year. According to the physician, there was no other abnormality. However, he stated a surgical intervention will be probably required. Although limited information was provided, considering event's nature; causality with the suspect insert cannot be excluded. This case was initially regarded as non-incident. However, upon (B)(4) audit, a company internal review was performed and this case was upgraded to incident. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.

Manufacturer narrative:
Follow-up received on 20-may-2016 no further information was provided despite follow-up attempts. Follow-up received on 06-jun-2016: information received from gynecologist states that she only talked about hysterectomy with the patient. However, she did not see the patient again and had no information regarding outcome of elective pain in left horn. No further information is expected to be provided. Device similar case listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-may-2016 for the following meddra preferred term: uterine pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment this medically confirmed, spontaneous case report; refers to a female patient who had elective pain at left horn level after essure (fallopian tube occlusion insert) insertion. The physician stated he will probably perform coelioscopy with adnexectomy. The reported event is listed according to essure's reference safety information. During and after essure insertion pelvic and uterine pain may occur. In this case, the patient was having pain for one year. According to the physician, there was no other abnormality. However, he stated a surgical intervention will be probably required. Although limited information was provided, considering event's nature; causality with the suspect insert cannot be excluded. This case was initially not regarded as incident. However, upon (B)(6) audit, a company internal review was performed and this case was upgraded to incident. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.